Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous transluminal coronary angioplasty procedure, a catheter failed to cross the lesion. The target lesion was located in the left anterior descending artery. A 16 x 2.50 mm taxus liberte stent failed to cross the target lesion. A catheter shaft kink was noted on the taxus liberte stent catheter. It is unspecified how the procedure was completed. No patient complications were reported and the patient's status is stable. However returned analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: a taxus liberte stent delivery system (sds) and stent with the stent protector and product mandrel partially loaded were returned. There was contrast in the inflation lumen. The reported information, the presence of contrast in the inflation lumen, and the position of the stent protector and product mandrel suggest the stent protector and product mandrel were replaced after the reported failed attempt to cross the target lesion. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The first five distal stent strut rows were bunched up and the presence of stent strut impressions on the balloon confirmed that the stent was appropriately positioned and crimped during manufacturing. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the confirmed stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).